Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler and the patient event of hydrocele with scrotal and penile swelling and subsequent diagnosis of bilateral inguinal hernia. However, there is no documentation of a causal relationship between use of the liberty select cycler and the patient¿s diagnosis of hydrocele and hernia. Additionally, there is no allegation of a device malfunction or deficiency reported for this adverse event. It was reported that the patient¿s treatments exacerbated the hernia resulting in the hydrocele with swelling. Although, it could not be confirmed if the increased pressure from the pd therapy was the cause of the hernia. The patient reportedly was experiencing dissecting fluid indicating an abdominal wall leakage. The pd treatment itself could have contributed to the hydrocele and hernia due to increased abdominal pressure and abdominal wall weakness over time. The patient has no documentation that these conditions were pre-existing prior to the start of peritoneal dialysis. Abdominal wall leakage is a late dialysate leak in peritoneal dialysis with risk factors including abdominal wall weakness, increased age, and high body mass index. Genital or groin edema, weight gain, and ultrafiltration failure are significant clinical manifestations for this condition with differential diagnosis being abdominal wall hernia, hydrocele, and volume overload with inadequate dialysis. Based on the available information and no allegation or evidence of malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia and hydrocele. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that he was in the hospital due to his catheter leaking. The patient was placed on hold and the nurse said that it will be a while before he returns to pd treatment. Upon follow up, the patient confirmed that there was no infection related to the catheter leak, but the patient stated that he has a hernia. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially sent to the hospital on (B)(6) 2025 by the pd clinic staff due to the patient dissecting fluid (dialysate leak). The patient was admitted to the hospital and diagnosed with hydrocele with scrotal and penile swelling. During the hospitalization, the patient was diagnosed with bilateral inguinal hernia. The patient was transitioned to hd. The patient was discharged on (B)(6) 2025. The patient began in-center hd on (B)(6) 2025. The patient has a hernia repair scheduled for (B)(6) 2025. It is unknown if the hernia was pre-existing prior to the start of pd therapy, although there was no documentation of a hernia. The patient began pd therapy on (B)(6) 2024. Pd therapy did exacerbate the patient¿s hernia resulting in the hydrocele with swelling. It is unknown if the increased pressure from pd therapy caused or contributed to the hernia. The cause of the hernia is unknown.

Event description:
A peritoneal dialysis (pd) patient reported that he was in the hospital due to his catheter leaking. The patient was placed on hold and the nurse said that it will be a while before he returns to pd treatment. Upon follow up, the patient confirmed that there was no infection related to the catheter leak, but the patient stated that he has a hernia. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially sent to the hospital on (B)(6) 2025 by the pd clinic staff due to the patient dissecting fluid (dialysate leak). The patient was admitted to the hospital and diagnosed with hydrocele with scrotal and penile swelling. During the hospitalization, the patient was diagnosed with bilateral inguinal hernia. The patient was transitioned to hd. The patient was discharged on (B)(6) 2025. The patient began in-center hd on (B)(6) 2025. The patient has a hernia repair scheduled for (B)(6) 2025. It is unknown if the hernia was pre-existing prior to the start of pd therapy, although there was no documentation of a hernia. The patient began pd therapy on (B)(6) 2024. Pd therapy did exacerbate the patient¿s hernia resulting in the hydrocele with swelling. It is unknown if the increased pressure from pd therapy caused or contributed to the hernia. The cause of the hernia is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.